Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be determined. The following is included in the instructions for use (IFU): "inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities" "caution: to prevent clogging of the air/water nozzle of the endoscope, flush water into the air channel of the endoscope, using the aw channel cleaning adapter (mh-948) after each patient procedure." "Flush the air/water channel with detergent solution". "Remove detergent solution from all channels". "Presoak for excessive bleeding and/or delayed reprocessing after each procedure". Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
During inspection and testing of the returned device, service also found the air/water cylinder and suction cylinder were discolored. The distal end cover was deformed. The light guide lens had a crack. There was a gap in the adhesive on the bending section cover (a-rubber). The connecting tube was deformed. The bending angulation was out of specification. Several of the device components were scratched. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported that the instrument was not washing the lens well. Air would pass through the channel, but not water. The issue was observed during a diagnostic gastroscopy procedure. The procedure was completed using the same device, along with manually washing the lens with a syringe. There was a delay of approximately ten minutes due to the issue. There was no patient or user injury reported. No abnormalities were encountered prior to the procedure. The subject device was returned to an olympus service center for evaluation. During inspection and testing, foreign material was observed clogging the air/water channel. This report is being submitted for the malfunction found by service during the device evaluation [foreign material].